Manufacturer narrative:
The ventilator was investigated at site by our field service engineer (fse). Expiratory channel circuit board was found defective and required replacement. The replaced part was not returned for investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power error. There was no patient harm. Manufacturer's ref #:(B)(4).